Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number gd883942 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a break in aseptic technique in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, there was a break in aseptic technique described as patient made mistake, touch contamination, did not wear mask, did not clean the exchange area before starting pd, dust got into the catheter and the patient was not able to clean it fast enough. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day for the peritonitis. On (B)(6) 2011, the patient was discharged and was recovering from the peritonitis. The cause of the peritonitis was reported as a break in aseptic technique. The outcome for the break in technique was not reported. It was not reported if pd therapies were ongoing. The nurse stated that the event of peritonitis was not related to dianeal therapies. A causality was not provided for the break in aseptic technique.